Event description:
It was reported that removal difficulty occurred. The target lesion was located in brachial artery. A 5.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the procedure the balloon part was kink and stuck inside the lesion. The device was removed inside the patient without any mishaps using a bunch of different catheters. The procedure was completed, and no patient complications reported.

Manufacturer narrative:
B3 - date of event: used the first day of the month of aware date, as event date was not provided.